Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, inside the patient, when the handle was actuated to extend the needle, the needle did not come out in a controlled manner. The needle came out suddenly, and had to be partially retracted afterwards. The procedure was completed with the same device, and there were no patient complications reported as a result of this event.